Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that technical services reviewed device data, and determined the high shock impedances started several months ago. No further information was provided. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high out of range right ventricular shock impedances of greater than 200 ohms were detected. Abnormality of the conductor was suspected, but not confirmed. Technical services reviewed device data. No further actions were performed. The plan is to explant and replace this device and associated right ventricular lead at a later date. At this time, this implantable cardioverter defibrillator remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. Device return is not expected.